Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included tubal ligation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash"), skin disorder ("allergy: skin condition"), fatigue ("fatigue") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, migration, fatigue, hair loss. She took medical leave related to essure. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: event injury was updated as dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), rash/skin condition, allergy, migration, fatigue, hair loss, plaintiff did not undergo confirmation test. Patient date of birth and treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.